Event description:
It was reported that during a thoracotomy/lobectomy procedure, only one side of the staples fired. The side that fired formed successfully, but no staples fired on the opposite side. A reload was opened and the surgeon attempted to fire the device again, but the exact same problem occurred. Case was completed by opening a new stapler that worked with no problems. There were no patient consequences.

Manufacturer narrative:
Date sent: 10/16/2008. Information anticipated, but unavailable at this time.